Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, a tka revision was performed due to tibial loosening. The status of the patient and primary surgical details are unknown. It was communicated that the requested medical documentation was unavailable and the component will not return for evaluation. Reportedly the root cause of the revision was tibial loosening; however, the root cause of the loosening could not be assessed based on the limited information provided. The patient impact beyond the loosened component and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: d6 (explantation date). Corrected data: d1, d4 (part number).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that a tka revision was performed due to tibial loosening. The status of the patient and primary surgical details are unknown. It was communicated that the requested medical documentation was unavailable and the component will not return for evaluation. Reportedly the root cause of the revision was tibial loosening; however, the root cause of the loosening could not be assessed based on the limited information provided. The patient impact beyond the loosened component and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-opened for further evaluation. A review of the instructions for use documents for knee systems revealed that revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case (B)(4).

Event description:
It was reported that on (B)(6) 2021 a total knee revision was performed due to tibial loosening. The status of the patient and when the primary surgery took place is unknown.